Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g4; g7; h1; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned instrument shows damages relates to use and fractured on medial side of post. Device history record (DHR) was reviewed and no discrepancies were found. This tasp is covered under a zrm, which identified these fractures in the tasp are related to low cycle fatigue culminating in a bending overload failure mode. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp fractured during a saw bone demonstration. No patient involvement.